Manufacturer narrative:
(B)(4). Date sent: 6/18/2026. D4 batch#: a7001x. Additional information was requested and the following was obtained: what efforts were made to locate the pieces of the tissue pad during the procedure? Unknown. Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? Unknown. Waiting for global's suggestion. Was there any change in the patient care as a result of this event? Not so far. Was there any other action taken for the prolonged time of the surgery? Unknown. Did the patient need any different type of post op care due to the extended time of the procedure? No. Did the patient experience any adverse consequences due to this issue? Not so far. What is the serial number of the affected device? (B)(6). Can a generator log be provided for engineering review? Log will be provided later. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused the black tissue pad issue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the unknown surgery, after remove the blade out of patient, noted that the black tissue pad in the jaw was detached completely. The surgeon suspected the tissue pad fall in patient's body. However, it was failed to locate. The procedure was delayed for about 2 hours due to searching the tissue pad. There is no additional information provided.